Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the anchor site. As a result, the patient underwent surgical intervention on (B)(6) 2024, during which the entire system was explanted to address the issue.